Event description:
Attorney reported: in early 2007- the patient underwent a hernia repair surgery with placement of composix kugel mesh patch. The patch failed and caused the patient to suffer severe abdominal pain, extensive adhesions, nausea, vomiting, diarrhea and recurrent hernia at the location where the mesh patch had been implanted. In early 2008 - the patient was forced to undergo the surgical removal of the mesh patch. The patient suffered post-operative complications, including but not limited to, severe infection, continually open and draining abdominal wounds and extracutaneous fistulae. The patient has been forced to undergo multiple invasive surgical procedures to treat the injuries. The patient has spent nearly four months in the hospital since the same month.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.